Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported elevated blood glucose of up to 14 mmol/l (252 mg/dl) due to the infusion sets. He received an e4 occlusion error on his infusion device 2 hours after the headset was inserted. Normal blood glucose is 7 mmol/l (126 mg/dl). Pt changed the infusion set and delivered a correction bolus, and his blood glucose returned to normal. There were no issues with the preparation or insertion of the infusion set. Pt did press the blue button to release the insertion needle. There was one occasion where the infusion set leaked insulin and the area felt wet. The infusion cannulas were not kinked. Insertion device was used to insert the headsets. This happened on 6 different occasions. Pt started a different type of infusion set and has had no further concerns. Infusion sets were requested for eval. The pt did not require assistance from a health care professional or second party to address the issue. Additional details were not provided.